Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte autoguard pnk 20ga x 1.0in had a needle retraction failure. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported by the medical professional, a needle retraction failure.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard pnk 20ga x 1.0 in had a needle retraction failure. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported by the medical professional, a needle retraction failure.